Event description:
Customer reported an issue with the passport 2 monitor display which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep identified defective pt leads. Replaced leads and corrected problem.